Manufacturer narrative:
Patient sample was lithium heparin plasma. The sample was centrifuged at 4800 rpm for 5 minutes at room temperature. The sample was an aspirate from the primary collection tube for analysis. The sample was filled to the recommended fill line and appeared clear. Qc was within the customer's established ranges during the event. A system check performed on (B)(6) 2011 failed the unwashed %cv. The unwashed portion was repeated and met specifications. Service was not dispatched for this event. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a troponin (accutni) result in the risk stratification range for one (1) patient, generated by a unicel dxi 600 access immunoassay system, used in conjunction with access accutni reagent (lot 110863) and access accutni calibrator (lot 018753). This result was reported out of the lab. According to lab protocol for checking low positives, the sample was reanalyzed on the same instrument, which generated a result within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.